Event description:
Distributor reported the physician was using the capio for the first time. Physician had been provided instruction by teleflex rep and practiced with non sterile sample. Physician felt comfortable to proceed with the procedure. After 4 failed attempts to cature the needle with the capio device the physician switched to a competitor's system and completed the surgery. Upon completion during the needle count, it was noted that a needle was missing from one of the initial sutures. An x-ray confirmed the needle was inserted within the sacro spinous ligament. Physician determined further surgical intervention was not of benefit to the pt.

Manufacturer narrative:
MFR will continue to monitor this issue through trending. Additional info; the device was not returned. No results are available at this time.